Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the proximal body would not mate with the stem, we tried the trial proximal body with the stem and it would not mate, we tried the proximal body with the trial stem and it would mate. So we opened a second stem and the problem was solved. There was no harm done to to the patient a surgical delay was noted.

Manufacturer narrative:
Product complaint # ==>(B)(4) investigation summary ==> functional testing of the returned device confirmed the reported event. The root cause was attributed to a tolerance issue. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot ==> a search of the depuy nonconformance (nc) quality system found one related nc associated with this product. On the (B)(6)2017, a complaint investigation (B)(4) found that a global unite stem part that had been returned was out of specification as per test method tm-101453 rev.3 ¿go/nogo gauge inspection of global unite stems at machining¿. The part was from lot 8441321. CAPA-007291 was raised to address the non conforming condition identified during the inspection of the global unite stems as per (B)(4) . A product issue assessment (pia 886857) was also conducted as part of the previous non conforming condition identified during the inspection of the global unite stems as per com-280266. Corrected: h3, h8